Event description:
The meter gave a reading of 2.1. Customer service explained the meter was set in mmol/l instead of mg/dl. The contact did not want to troubleshoot, and the meter was replaced at this insistence. The meter was to be returned for evaluation.